Event description:
Legal counsel for patient reported patient underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reported patient was revised on (B)(4) 2013, due to patient allegations of personal injury. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total knee arthroplasty on (B)(6), 2010. Subsequently, patient's legal counsel further reported patient was revised on (B)(6), 2013 due to patient allegations of posterior medial wear of the tibial bearing. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation results that were previously reported on 1825034-2014-01378 which is a duplicate of this report. Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of wear, fatigue loading and fracture. The root cause of the wear/damage could not be determined.